Event description:
During arthroscopy procedure it was reported that the pump was not working properly and joint was distended. The surgeon is a very experienced user with of the dyonics pumps. Further information received indicates the surgeon states on (B)(6) 2014 that the patient status is fine. However it is unknown what the patient status was on the actual day of the procedure and whether or not the distended joint subsided during normal recovery period. No other information is available.

Manufacturer narrative:
Complaint of pump failure could not be reproduced. Product passed functional testing per process summary with no erratic pressure or flow problems. Product passed functional testing during 48 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specifications during all tests. No problem found.(B)(4).